Event description:
On 7/7/94 biopsy of mass between 3rd and 4th toes of left foot with frozen section. Avulsion of mycotic nail left hallux. Antibiotic therapy began post-op. On 7/11/94 rash along incision 1.5 cm, no drainage; treatment hydrocortisone cream. On 7/20/94 epidermal layer gaping.